Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post-generator replacement, a patient alert was triggered for variable defibrillation lead impedance which was noted to have occurred since the revision. An superior vena cava (svc) connection issue was suspected. In addition, it was noted that the right ventricular (rv) lead was implanted beyond the expiration date. The pocket was reopened and the superior vena cava (svc) pin was removed and fully reinserted back into the svc port. The implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.